Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 219 mg/dl at the time of incident. The customer's grandmother stated that the blood glucose reached 567 mg/dl and treated with manual injection. The customer's grandmother stated that the blood glucose went down to 480 mg/dl. Troubleshooting was done. The customer's grandmother does not recall any significant events leading to the alarm. The customer's grandmother stated that they were able to rewind the insulin pump. The customer's grandmother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. Device functioned properly. Motor was tested outside the device and passed. Device received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip and broken battery tube threads.